Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited episodes of inappropriate high ventricular rate episodes due to lead noise. The noise could be reproduced in-clinic with isometric testing. The lead was reprogrammed and the patient will continue to be monitored.